Event description:
Urine not draining.

Manufacturer narrative:
It was reported that "patient was having minimal urine out put. Bladder scan was done, patient had large volume of urine in bladder, foley was exchanged for a new one". It was reported tthat "pt was c/o pain and leakage at foley site. I deflated balloon, inserted foley further in, rotated, reinflated balloon, and changed stat lock so that there was no slack in line. Pt c/o even more pain, and blood and clots were now noted in collection bag. By the afternoon even more leakage was noted, pts bed was saturated. Np was notified and foley was removed." It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.